Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, in september of 2012, results from a study published in the world journal of urology relating the comparison of tvt vs tot slings. Whereby 15 of 71 patients suffered adverse events including infection and erosion, two-thirds of which were implanted with an aris.